Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
It was reported the patient underwent an initial hip procedure. Subsequently the patient was revised approximately 7 years later due to a large pseudotumor with bone loss primarily interior to cup. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01869. D10: unk g7 cup. Unk corail stem(competitor). G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.